Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2015 with a low blood glucose of 42 mg/dl. The sensor was reading 120 mg/dl. The sensor's readings were incorrect. The customer was in a vehicular accident but was not the driver. The customer passed out in a patient's room. The customer is a nurse. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.